Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove a large pedunculated polyp with stalk during an unknown procedure performed on (B)(6) 2022. It was reported that during the procedure, the snare did not cut or cauterize. They could hear the pedal was working but electrical energy wasn't working at all. The procedure was completed with a sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: report source (user facility) maude report mw5108471 received on april 15, 2022. Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Problem code a090402 captures the reportable event of snare unable to deliver energy. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block b5 and g2 has been updated based on the additional information received on april 15 2022.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove a large pedunculated polyp with stalk during an unknown procedure performed on (B)(6) 2022. It was reported that during the procedure, the snare did not cut or cauterize. They could hear the pedal was working but electrical energy wasn't working at all. The procedure was completed with a sensation snare. There were no patient complications reported as a result of this event. Additional information received on april 15, 2022. Erbe unit was checked in (B)(6) 2022.